Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. The balloon catheter was returned in a non abbott 7f introducer sheath and with a stopcock attached to the balloon catheter hub. Blood was noted on the end of the introducer sheath, consistent with use in the procedure. There was contrast in the balloon and the balloon was loosely folded, consistent with inflation and use in a procedure. A break was noted in the luer. As the break was not noted in the reported information, and given that this break would not permit normal functioning, it is likely that this break happened post-procedurally, possibly during shipping to abbott vascular for analysis. The introducer sheath was noted to be wrinkled and prolapsed. Based on reported information, this damage occurred during attempts to remove the balloon from the sheath. The balloon was observed to have a smashed tip. It is likely that this damage occurred due to the difficulty experienced while removing the device from the sheath. Potential factors which could contribute to difficulty removing the catheter include, but are not limited to, interaction with accessory devices, poor balloon fold due to vessel tortuousity, and failure to deflate the balloon. Analysis confirmed the difficulty removing the device from the sheath. In this case, it would appear that the difficulty removing the device may have been due to the balloon deflating into a flat shape, instead of the proper folded form. It is unknown what may have caused the balloon to fold flat, but lesion anatomy and tortuousity may have been contributing factors. An attempt was made to inflate the balloon, but due to the observed luer damage, inflation and subsequent proper folding during deflation could not be confirmed. A search of the device lot history record indicated no non-conforming material records that could have contributed to this event. A search of the complaint database indicated no other incidents. Based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure in the superior vena cava, after the balloon was deflated, it did not return to it original position and could not be pulled back through the 7fr introducer sheath. The sheath and catheter were removed as one unit. The patient developed a hematoma 4cm in diameter due to the balloon friction during removal in the basilic vein. As another introducer sheath had to be reinserted to continue the procedure, the procedure was delayed by 30 minutes. There was no treatment for the hematoma. The inflation was performed without pressure control, but the physician thinks that he did not go over 4 atmospheres. There was no adverse patient sequela. Though requested, no additional information was provided.